Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, pelvic pressure, and pain. It was reported that ¿I have suffered tremendously since being implanted with the mesh. My suffering has included frequent infections, abdominal pain, mental/emotional damages, frustration with constant pain and infections, and strain and stress in my marriage with inability to be intimate¿. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh excision on (B)(6) 2008 and (B)(6) 2009 due to mesh erosion, pain and infections. (B)(4).

Manufacturer narrative:
Additional narrative: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary tract infection. It was reported that the patient underwent excision of bladder mesh, open cystolitholapaxy, right urethral catheterization and left urethral catheterization on (B)(6) 2014 by dr. (B)(6) due to bladder stone and bladder mesh erosion at (B)(6).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary tract infection. It was reported that the patient underwent excision of bladder mesh, open cystolitholapaxy, right urethral catheterization and left urethral catheterization.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.